Manufacturer narrative:
Concomitant medical products: model: 1788tc, competitor lead; implanted: (B)(6) 2008.

Event description:
It was reported that a patient currently enrolled in the post approval network product surveillance registry (pan psr) clinical study presented and the patients left ventricular (lv) lead exhibited high impedance levels. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.